Event description:
My son has been ventilator dependent for 24+ years. We take care of him at home. In 2009, he began using a pulmonetic ltv 950 volume ventilator. We are using cardinal health patient circuit with peep. This is a two limb circuit with the exhalation and peep valve as one piece. -#10818- we have had problems continually with the exhalation peep valve. I have had to replace the exhalation peep combo four times in the last three days. After setting the peep to 5, it seems to jump all over the place from 1 to 17. I changed the circuit three times today until I finally got one that worked correctly. I contacted our medical provider and was told they would only send one -1- circuit because we have used to many this month. This is my son's life. I need to know if there ongoing problems with this circuit or if perhaps we are doing something wrong.